Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a tear in a continu-flo primary administration set. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the set was sealed by the packaging machine. The reported condition was verified. The cause of the condition was determined to be an error during the manufacturing process that resulted in the packaging machine sealing the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. In order to address this condition, a CAPA was opened, 100% visual inspection to detect this issue was implemented, and operators involved in the packaging process were made aware of this issue. Should additional relevant information become available, a supplemental report will be submitted.